Event description:
The MFR received info alleging a ventilator alarms and fails to operate on internal battery power. There was no pt harm or injury.

Manufacturer narrative:
The device was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's internal battery was replaced to correct the problem. Although the ventilator was found to audibly and visually alarms appropriately for a loss of ac power, this type of malfunction would result in a loss of therapy if the ac power source was lost.